Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot 4896004 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The customer reported a spinning spiros closed male luer, red cap that when applied on the syringe containing the drug to be administered, after the connection to the needless, at the time of aspiration (performed to check the blood return) the syringe has drawn air into it. At the time of the injection, the drug leaked from the spiros, wetting the patient's skin and causing environmental contamination. The drug to be administered was doxorubicin. The consequences of the event was the decontamination of the patient and of the environment.